Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 23july2019. Technical support (ts) had customer cycle power on the certifier (external testing unit). The unit then performed a successful o2 cell calibration. No philips employee evaluated the unit therefore the reported issue could not be duplicated or confirmed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported an oxygen cell calibration problem. There was no patient involvement.